Event description:
It was reported that an ilet touchscreen was cracked, after which the screen became nonfunctional and the device was no longer watertight; the user transitioned to backup therapy, and blood glucose at the time of the report was 140 mg/dl. Symptoms included no reported adverse clinical effects. Outcomes included temporary interruption of ilet therapy and use of backup therapy, with a replacement device arranged and the original device returned. Investigation included collection of device history information, shipping logistics, and return of the damaged unit. Investigation of this device revealed physical damage to the touchscreen rendering the user interface inoperable, consistent with a damaged display component and a device performance issue due to mechanical damage. It was concluded, based on previously established findings for similar reports, that the cause was user-related damage.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.